Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced frozen screen and audio/beep anomaly. The customer's blood glucose value was unknown. The customer stated that he was sitting in his car and noticed a constant tone. The customer reported a continuous beep from the pump. The customer reported that the screen was frozen. The product was not returned for analysis.